Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and an alert to check the right atrial (ra) lead had been triggered. Boston scientific technical services (ts) and the field representative confirmed the stored atrial lead electrical measurements were normal and it was determined that the lead alert was likely triggered by an out of range intrinsic amplitude measurement. The ra lead was checked and a physician plans to continue monitoring the lead. The patient was scheduled for a pacemaker replacement. However, the date of the procedure remains undisclosed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and an alert to check the right atrial (ra) lead had been triggered. A lead issue was discarded as boston scientific technical services (ts) and the field representative confirmed the stored atrial lead electrical measurements were normal and the lead alert was likely triggered by an oor intrinsic amplitude measurement. The pacemaker was replaced to resolve the issue, the treating physician plans to continue monitoring the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product was returned and product analysis was completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and an alert to check the right atrial (ra) lead had been triggered. Boston scientific technical services (ts) and the field representative confirmed the stored atrial lead electrical measurements were normal and it was determined that the lead alert was likely triggered by an out of range intrinsic amplitude measurement. The ra lead was checked and a physician plans to continue monitoring the lead. The pacemaker was replaced as result. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned and product analysis is currently being performed, a supplemental report will be issued once results are conclusive. The code 3191 was used to capture the surgical procedure.